Event description:
It was reported that during a laparoscopic nephrectomy procedure, air leak occurred. Air leak occurred soon from three devices. Although another device had been used as a camera port without any problem, air leaked as well when the camera was replaced with a rf instrument. Other devices were used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in a good physical condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without  the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received in a good physical condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without  the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h91y1z. Expiration date: 07/2016. Manufacturing date: 08/2011. Leak failure. The analysis results of the (c) found that the device was received with the duckbill out of position and present. One potential cause for the damage found may be the snagging of an instrument during insertion. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # h91y6r. Expiration date: 07/2016. Manufacturing date: 08/2011.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.